Event description:
The customer reported via phone call that they were hospitalized as experienced high blood glucose which was unknown and treated with IV insulin drip. The insulin pump motor error alarm. The customer was able to clear alarm and rewind pump. The insulin pump will be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.